Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6. Device evaluation: the device related to the reported event of anxiety-product/procedure and capsular contracture was received on january 10, 2025, with catalog number mcghan390cc. Based on the device analysis grid, the assessments of the complaint are: anxiety-product/procedure: unable to observe as it is not related to the device. Capsular contracture: unable to observe as it is not related to the device. As per the investigation procedures observed an opening, wear abrasion and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported right-side "capsular contracture baker grade iii" and "implant exchange from textured to smooth implant". Healthcare professional later reported "implants valves are facing out and causing pain and discomfort on the patient". Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.

Event description:
Healthcare professional reported, right side "capsular contracture, baker grade iii". And "implant exchange from textured to smooth implant". Device remains implanted.

Event description:
Healthcare professional reported right-side "capsular contracture baker grade iii" and "implant exchange from textured to smooth implant". Healthcare professional later reported "implants valves are facing out and causing pain and discomfort on the patient". Device was explanted.